Event description:
During placement of a jugular filter in 2007, the filter did not open all the way when the physician unsheathed the filter. He re-sheathed it and was going to take it back out of the pt, but realized that there were no more jugular filters on the shelf. The physician then attempted to redeploy the filter and the wire holding the filter on the deployment device broke. The filter then migrated to the pulmonary artery. An attempt to retrieve the filter was unsuccessful. The pt had surgery to have the device removed.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Unfortunately, without the actual device it is not possible to determine why difficulty was encountered during attempted deployment. However, choosing to use a device that did not properly open during initial deployment attempt appears to be the result of user error.